Event description:
Consumer reports getting readings that are all over the place. Analysis run on clark error grid using mean avg. Reading (69) as ref. Point vs. Bd readings(102,36) yielded data points in the d range of the grid, outside acceptable limits.